Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) post-operative adverse events: hematometra is listed in table (1c). Reference internal complaint cc#(B)(4).

Event description:
It was reported by the patient via email that she underwent a novasure endometrial ablation on (B)(6) 2017 and "I woke up in agony worse than childbirth. I was given morphine and was in recovery a long time but was told ablation had gone fine and there was no complications". Sometime post procedure she presented to the emergency room frequently complaining of pain. She had a magnetic resonance imaging (MRI) on (B)(6) 2017 and the results revealed "post ablation syndrome". No intervention was required, but the physician told her the only cure is a hysterectomy. No additional information provided.